Event description:
It was reported that the pt was admitted to the hospital for a transient ischemic attack with questionable stroke. Per rptr, it is unk whether the event is related to the vns. Attempts for further info have been unsuccessful to date.